Manufacturer narrative:
Patient and device details unavailable at the time of this report, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and underwent revision surgery to excise the excess skin on (B)(6) 2017. However, the issue could not be resolved; the skin overgrowth returned a second time in (B)(6) 2017. Subsequently, the abutment was exchanged in (B)(6) 2017. The issue has since resolved.